Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that during insertion in the emergency room, the user tried to pass the catheter three times into the patient's right jugular. The user then attempted to remove the guide wire but when doing so, the guide wire elongated and broke and a piece of the wire was retained in the patient. As a result, surgical intervention was required to remove the retained wire. There were no additional attempts at the procedure. A delay was also reported.

Manufacturer narrative:
(B)(4). The customer provided a picture of an x-ray depicting what is assumed to be a guide wire circled inside the patient's chest. One area is circled near the neck and a thin long material with an irregular shape is overlapping itself and appears to be kinked. It could not be determined if the guide wire was unraveled or separated. No further information could be obtained from the x-ray image and no product sample was returned for evaluation. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The potential cause could not be determined based upon the information provided and without a sample. No further action will be taken.